Manufacturer narrative:
Sample is unavailable for evaluation. Without such evident to review, the complaint cannot be confirmed. If additional information is provided in the future, a follow-up report will be submitted.

Event description:
It took more than one shot to harvest a fragment. With the last patient, the cutting blade (which was open) caused injury to small vessels and bleeding. This has caused some inconvenience to my medical team. Note: this is the doctor's second complaint with a different batch. Previous complaint no. (B)(4).